Event description:
Affiliate reported that the icp express monitor started to show an extremely high icp value after 6 days of use.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.